Event description:
The patient contacted animas on (B)(6) 2012, reporting elevated blood glucose up to 531 mg/dl. The patient confirmed that there were no recent changes in health, diet, or medication. The patient verified that the pump settings were correct and the patient confirmed using the dosing per the pump calculations. Customer support walked the patient through reviewing the pump. The patient confirmed that there were no associated alarms in the pump history. The pump history reportedly showed that the pump was suspended per the patient on (B)(6) 2012. The time on the pump home screen was reportedly correct. The bolus history showed that all of the boluses were delivered as programmed. The total daily dose history for past week showed basal amount between 32.400 to 32.548 u/24 hours; the programmed basal total was set to 32.550 units/ 24 hours. The patient denied using a temporary basal. The patient stated that the site/set was changed every 3 days. The patient confirmed rotating sites and stated that there were no noted issues with the current site. The patient confirmed no air in the tubing or cartridge and no leaking present. The patient stated that the cartridge was changed every 3 days. The patient performed an air bolus of 5 units and insulin was seen coming from the end of the tubing. The patient stated that the insulin was stored in a refrigerator but confirmed that the current vial was kept at room temperature. This report is made based on the allegation that the patient experience hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history appeared to be inaccurate. The pump's history verified a manual date and time change was made by the user on (B)(4)2011 9:34 am to (B)(4) 2012 10:35am. The pump was exercised for 24 hours. The correct date, time, and year were maintained during this time. A normal 10-unit bolus and a 10-unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10-unit bolus was performed successfully using test meter s/n (B)(4) and was accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. The pump was tested on a 29-hour flow test and was found to be delivering within spec. The pump download did not verify the pump time and date reset to the default setting. The pump was exercised for 24 hours. After 24 hours the battery was removed for 1 hour. When the battery was reinserted the pump time and date reset to the default setting. The pump was opened to investigate. Component bt1 was found to be leaking and unable to hold a charge. The pump booted with a pinkish contrast/faded display screen. The pump booted to normal contrast with a replacement screen.